Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 14522662, model/catalog description: artisan lead 70 cm.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate pain relief. No further information could be obtained.